Event description:
A customer reported after they changed batteries their system would not count down. While on the phone a review of the system was conducted. It was learned that the system was now functional but part of the display was missing. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.